Event description:
Report received from the USA requesting that the device be evaluated with the motor. The device was being used during surgery. It is known that no pt or user injury occurred. It is unk if medical intervention or a delay occurred during the surgical procedure. No add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).